Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was sensitive to the implantable neurostimulator (ins) being on and off and the patient felt like the therapy was turning on an off. The caller indicated that the tablet showed the stimulation was on continuously. The patient experienced this for 6 months. The patient's device was in oor when they interrogated the device on (B)(6) 2021. The patient was programmed on the left side with electrodes c+ 0-. L stn: monopolars show the investigate indicator. C0 4772ohms 01 1559ohms r stn: all values are within normal range. The caller provided the following therapy impedance values: l: 2050ohms 9.3v r: 1372ohms 3.8v the caller thinks that the hcp tried programming the device in constant voltage in the past. The issue was not resolved through troubleshooting. The caller indicated that they will try alternative electrode configurations and may get an x-ray to evaluate the condition of the lead and extension.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the patient being sensitive to the ins being on/off and feeling like therapy was turning on/off, the device in oor, and the impedance issue was not determined. New programming configuration was tried to resolve the issues and the patient immediately felt good after the change. The condition of the lead and extension was not determined with imaging, but will be the next step if the issue does not resolve long term. The issues have been resolved at this time.